Event description:
The customer stated that they went to the emergency room for assistance with removal of a flex disposable disc. The customer stated the disc had been inserted for 13 hrs at the time of removal and that the medical provider had to use tools to remove the disc. The customer reported that they do have a tilted uterus and a "very high cervix." The customer stated they experienced some pain and cramping from trying to remove the disc multiple times themselves, but stated that symptoms resolved immediately after assisted removal of the product. The customer did not report any adverse symptoms post removal and was not prescribed any medication. The customer was advised by flex to discontinue use of internally worn flex products until they follow up with their healthcare provider to discuss their experience. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.